Event description:
It was reported that during stenting treatment procedure stent damage occurred. The promus element 3.00x20mm did not cross the y introductor valve and got deformed. The procedure was completed with another. The patient remained stable.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).